Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that on the day the implant was placed in ada site 7, a failure occurred upon insertion in type iii bone. The implant did not achieve primary stability and was mobile. Another implant was not placed in thie site. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that on the day the implant was placed in ada site 7, a failure occurred upon insertion in type iii bone. The implant did not achieve primary stability and was mobile. Another implant was not placed in thie site. The product will be forwarded to the manufacturer for investigation. There were no reported complications.